Event description:
During a transcatheter pulmonic valve replacement, the sapien xt valve was implanted in good position within an existing ev3 stent. The post deployment angiogram showed severe valvular insufficiency and perivalvular leak (pvl). It was determined that the band covering the proximal portion of the sapien xt stent was too proximal, allowing for the considerable pvl. The valvular insufficiency was not explained. In order to decrease the leak the decision was made to implant a melody valve in the sapien xt valve. The melody valve was implanted within the sapien xt valve in good position; however, during the removal of the delivery system the blunt end of the ensemble carrot (delivery system for the melody valve) caught the distal end of the valves and stent and caused both the sapien xt valve and the melody valve to embolize into the right ventricle. The valves were able to be temporarily re-implanted into the distal mpa. Unfortunately, before the patient could be prepped for surgical intervention, the valves again embolized into the right ventricle and subsequently became wedged into the distal mpa, with the melody valve in reverse orientation, effectively blocking all flow out of the ventricle. Despite multiple attempts, the valves were not able to be dislodged from the rvot with catheter manipulation; therefore the patient underwent ECMO cardiopulmonary resuscitation ecpr with eventual femoral arterial and venous cannula replacement. The patient¿s body habitus was a significant hindrance to fluoroscopic visualization during the case and the ability to quickly cannulate for ECMO. The latter resulted in prolonged need for CPR before hemodynamic support was achieved. Following ECMO cannulation and surgical hemostasis at all cut down sites, the patient was transferred to the pctu for ongoing care. Over night the patient developed full body edema while on ECMO. There was difficulty supporting her blood pressure. Ultimately a venous cannula was placed in her internal jugular vein for drainage. Head CT performed showed diffuse brain edema. ECG was placed showing severe encephalopathy. Over the course of hospital day 1 the patient required large amounts of fluid and blood products with minimal response to blood pressure. After discussion with the family, the patient was transitioned to withdrawal of care.

Manufacturer narrative:
Device malposition requiring intervention and valve regurgitation are known potential adverse events associated with transcatheter valve replacement procedures. At this time the sapien xt valve is not indicated for use in the pulmonic position, therefore the IFU and training manuals do not provide instructions on the steps for positioning and deployment of the valve in this position. In this case, per report, the cause of the pvl was too proximal deployment of the sapien xt valve/coverage by the skirt. The central leak was not able to be explained. The sapien xt embolization was caused by a procedural complication- after deployment of a non-edwards valve inside the xt valve, the distal end of the delivery system caught on both valve, causing them to embolize into the ventricle. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.